Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during investigation, there were call service 052 alarms observed in the pump history. The pump was exercised for 24 hours with no alarms occurring. (B)(4).